Event description:
It was reported while transporting a patient down a small hill covered with snow and ice, one of the medics lost their footing causing the chair to tip and the patient fell to their left side. Neither the patient or medic alleged injury as a result of the incident. The extrication was able to be completed on the chair and the patient was moved to the primary stretcher for transport. The chair was inspected, post incident, and it was reported there was no damage as a result of the incident and the chair was operating as intended.